Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch # 137c92. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45b reload (a) was received fully fired. Three b-shaped staples were returned. A blue particle was returned (packed in the petri dish). The size of it was approximately 1.6mm. No packaging materials were returned. Upon further inspection, the reload was found to have damage on the knife channel, and also damage was observed on the staple guide. It was deformed, but not broken. It is possible that the knife may push the staple line and tissue forward shaving the reload deck. In addition, it was considered that the returned blue particle was part of the knife slot of the gst45b reload. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 137c92, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, cartridge was used three times firings. After cleaning lobectomy, there was a blue hard material in patient lung. It was removed (no residual in body, no patient effect). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.